Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump this morning. Customer's blood glucose level was 16.5 mmol/l. Customer had 3 different sites, cannulas, and reservoirs. Customer has even gotten a new box of infusion sets from a friend to try, but they still had the same problem. Customer has not had the alarm with the latest set that she is wearing. Customer was advised to do a fill cannula of 5.0 units to ensure the pump was delivering. Insulin exited and no alarm occurred. Customer was advised to change back to 0.3 units. Customer has a slim build and has not had any bent cannulas. Customer uses mio I and was advised that the pump was working correctly. Customer was also advised that it may be a site issue. Customer was advised to call back if it happens again in order to troubleshoot properly. No further assistance needed.